Event description:
Revision surgery foreseen, 1 year 6 months after previous surgery since the screw of the inlay fell off. On (B)(4) 2015 we were informed that the revision was performed on (B)(6) 2015. Moreover, on the same day, it was reported that the reason of the revision was a periodic control on (B)(6) 2014 where they have seen the screw. First they wanted to do an arthroscopy to remove the screw, but during the arthroscopy they have noticed that the inlay was not inserted well. So, they changed the inlay without fixation of the screw (half of the screw is still in the tibia). MFR ref # 3005180920-2015-00033.